Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain correct device information. Further information was requested but not received.

Manufacturer narrative:
H4 - device manufacture date unknown. D4 - additional device information expiration date unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025, wherein, a new lead was implanted. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott a patient¿s lead had migrated causing changes in their therapy. The patient underwent a revision where the migrated lead could not be repositioned. It was impossible to advance the introducer into the epidural space despite repeated attempts. Due to the patient not stopping their anticoagulant therapy on time before therapy the lead was not positioned properly. The lead was explanted with plans to implant a new lead later. The ipg remained implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update posted 28 feb 2025 it was reported the new lead was implanted correctly at level t10-t11. Effective therapy was restored.

Manufacturer narrative:
It was reported to abbott a patient¿s lead had migrated causing changes in their therapy. The patient underwent a revision where the migrated lead could not be repositioned. It was impossible to advance the introducer into the epidural space despite repeated attempts. Due to the patient not stopping their anticoagulant therapy on time before therapy the lead was not positioned properly. The lead was explanted with plans to implant a new lead later. The ipg remained implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Corrected: b3 - date of event.